Manufacturer narrative:
Other text: product was received for investigation. No physical damage was found on the device. The event history log was reviewed and as a result it was found that there was record of a continuous high pressure alarm during operation on january 31, 2023. Functional test was performed and the customer complaint could not be confirmed. The downstream sensor was within specification. The downstream sensor was changed for preventive measures. Product is beyond 8 years from manufacture date of 2014-12 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device was last serviced on june 2022 however, it was unrelated to this issue.

Event description:
It was reported during the use of the pump, a "high pressure" alarm went off. However, no physical occlusion in the product set was observed. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.